Event description:
The vns system was explanted due to an infection. Further follow-up revealed that the pt's incisions are "ok" and they will be seen in about 2 months to re-evaluate having a replacement. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.